Event description:
It was reported a wireless module would not connect to the customer network. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The module was received inoperable due to a "check battery" condition due to a failure on the radio pcb rendering the unit un-repairable. The unrepairable module was removed from service.